Event description:
It was reported that in the fast-fix 360, t2 deployed with t1 at the same time. No patient injury reported.

Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device returned. The complaint listed ¿simultaneous deployment¿. The device was used for a ¿meniscus repair¿. T1, t2 and suture were returned separated from the delivery needle. Visual inspection indicates aggressive use. The delivery needle has been quite bent and twisted. These conditions inhibit proper deployment of the anchors. The device no longer cycles or actuates due to disfigurement. No root cause related to the manufacture of the device was established.

Manufacturer narrative:
Due no product return, the complaint could not be confirmed. Consequently, investigation and conclusions could not be made by the investigator. After manufacturing records review, the investigator determined that the product met specifications upon release to distribution. No further actions pursued at this time.